Event description:
It was stated that a physician was unable to interrogate a patient's device and was wondering if the device was possibly a laser-routed device. It was further clarified however that there was no allegation of pre-mature battery depletion made by the physician. Device history records were reviewed indicating the device had passed all quality inspections prior to distribution and that the device was likely manufactured with the laser-routed process. A battery life calculation was performed indicating that it was not likely for the device to be depleted, based on the settings available in the manufacturer's programming history database. The patient was seen back in clinic when a company representative was also present. All three of the physician's programmers were confirmed to be able to successfully interrogate a known working demo generator, but were all still unable to interrogate the patient's device. It was stated that the patient was last successfully interrogated on (B)(6) 2018, where the device was stated to be at battery status "intensified follow-up indicator = no". It was noted that the patient was intellectually impaired and was therefore unable to verbalize any feelings of stimulation. The patient was scheduled for a full revision surgery as the physician believed the patient's device was defective. Programming history for the patient's device was reviewed, however as the device was only last able to be interrogated at the june office visit, data was only available up to this date. Based on the data available, the battery depletion appeared to be within normal limits with no apparent anomalies. The company representative also attempted to interrogate the device with her programming system, which was also confirmed with the demo generator to be working. She stated she also tried lifting the patient's arm and other repositioning to interrogate, but could not. It was noted that multiple attempts were made in order to communicate with the device on the june visit before being able to interrogate the device. It was further clarified that no trauma was reported, and that the position of the device could be confirmed by palpating. The patient was not overweight and stayed still during testing. Clinic notes were received containing the diagnostics from the june visit, indicating ok impedance and ok battery life. The full revision was performed. The explanted generator was shipped back for analysis. No devices have been received to date. No further relevant information was received to date.

Event description:
The explanted generator was received for analysis. No analysis has been completed to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed for the returned generator. Visual examination of the device showed markings typical of surgical procedures. Burn marks were observed on the device, indicating possible exposure to an electro-cautery tool. No other surface abnormalities were noted. The generator was opened and a visual assessment of the pcba showed contaminates on the trimmed edge of the pcba. Interrogation and system diagnostic tests were performed and showed results within normal limits. The generator was opened and the battery was confirmed to be at an intensified follow-up indicator (ifi) = no condition. The generator was able to be successfully interrogated. It was found that with a resistive load of approximately 3000 ohms, the generator would only be able to interrogate at a distance of approximately 0.5inches between the device and programming wand. It was possible that the trimmed edge of the pcba was disturbed while opening the can. The contamination that was observed on the trimmed edge of the pcba suggested that probable electrical paths were established between the copper edges on the trimmed edge of the pcba, contributing to the failure to program. No other anomalies were noted. No additional relevant information has been received to date.